Event description:
Nurse reported that the dual drive console (ddc) burned up while supporting a bi-ventricular assist device patient. The nurse indicated that there was a burning smell coming from the unit and that it had stopped pumping. The unit alarmed appropriately and the patient was switched to a back-up unit without incident